Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
UDI code not available for this device. Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. In particular, device investigation showed that the device magnet force is within specification. The reported insufficient magnet attraction seems to be related to the pt's skin flap thickness, as observed during a flap thinning surgery. However, this revision surgery could not address the issue, finally leading to explantation. The investigation results appear to match the symptoms mentioned in the pt report. This is a final report.

Event description:
It was reported that the magnet retention has decreased over the time. The pt was using super strong magnet but the audio processor coil was not held in place. Reportedly, bone growth over the implant was suspected to be causing the magnet retention issues. Add'l info received on 10/28/2014 stated that a revision surgery was performed, where the skin flap was found to be very thick and was therefore, thinned leaving the original implant in place. Intra-operative in situ measurements were indicative of a functional device. During this surgery, no appreciable bone growth, but fibrous tissue over the stimulator was observed. Per info received on 12/05/2014, the pt had still magnet retention issues. Per latest info received, the pt did not receive any MRI examination prior to explantation. The pt was re-implanted on (B)(6) 2015. It was stated in the device explantation report that the reference electrode and the active electrode lead were severed during removal surgery.

Event description:
It was reported that the magnet retention has decreased over the time. The patient is using super strong magnet, but the audio processor coil is not held in place. Reportedly, bone growth over the implant is suspected to be causing current magnet retention issues. Revision surgery is being considered.